Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing a calibration for error 91. Per additional information 06apr2026, updated from ttm on biomed stated they replaced the level sensor. They were trying to do a calibration and getting error 91, s/n (B)(6). Per review of wo notes, they discussed this was indicative of a failed heating element. Stated that they didn't think any components had been replaced on this device. They suggested a 2000-hour service. Requested pricing options.